Event description:
It was reported that (1) device was used during a laparoscopy. It was reported by the affiliate that the 355ld trocar was leaking. Another device was used to complete the case. There was no further consequence to the pt.